Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+ and prolapsed posterior leaflet. A steerable guide catheter (sgc) and a mitraclip ntw were prepared per the instructions for use (IFU) and inserted without issues. However, while steering the clip down towards the mitral valve (mv), a loss of height was noticed. Therefore, a knob was applied and continued steering down to the mv. The position was achieved, but the clip was below the annulus, on the lateral segments of the valve. While trying to move the stabilizer toward the medial segments of the valve, the clip became caught in chordae. Troubleshooting to remove the clip from the chordae was performed, but due to loss off height, the device could not be retracted further, and the clip was unable to be removed from chordae. Therefore, the clip was deployed where it was stuck, attached to chordae and posterior leaflet. The mr remained at a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult or delayed positioning was due to procedural condition due to poor height of the transseptal puncture. The entrapment of device (clip caught on chordae) was due to the user technique of moving the stabilizer. The reported patient effect of unchanged mr and foreign body in patient were due to the clip being deployed with the chordae. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances as the clip was deployed where it was stuck. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+ and prolapsed posterior leaflet. A steerable guide catheter (sgc) and a mitraclip ntw were prepared per the instructions for use (IFU) and inserted without issues. However, while steering the clip down towards the mitral valve (mv), a loss of height was noticed. Therefore, a knob was applied and continued steering down to the mv. The position was achieved, but the clip was below the annulus, on the lateral segments of the valve. While trying to move the stabilizer toward the medial segments of the valve, the clip became caught in chordae. Troubleshooting to remove the clip from the chordae was performed, but due to loss off height, the device could not be retracted further, and the clip was unable to be removed from chordae. Therefore, the clip was deployed where it was stuck, attached to chordae and posterior leaflet. The mr remained at a grade of 3+. There was no clinically significant delay in the procedure.